Event description:
Customer reports an n-560 where an alarm of the unit did not make any sound. No pt was involved. Operator of device is not known.

Manufacturer narrative:
A covidien technician at technical service center confirmed duplication of the event and he replaced the speaker. The unit was returned to the customer after operation checks.